Manufacturer narrative:
Updated: section d3: manufacturing site and section g1: contact office entity updated.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00074. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse), reporting the touch position was observed to be out of alignment on a v60 ventilator touchscreen. The device was not in clinical use; the issue was identified during a periodic maintenance evaluation. There was no harm resulting from this issue. The pse performed a touchscreen calibration in effort to resolve the issue, however, the issue persisted. Touchscreen replacement was necessary to return the unit to full functionality. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil tech reported the touchscreen passed all of the flex cable resistance testing. Initially, the touchscreen failed during diagnostics and functional testing and displayed misaligned touch points. However, the pil tech verified that after the successful recalibration of the touchscreen using the touchscreen calibration button noted in the diagnostics portion of the software, the touch screen was successfully recalibrated. Following calibration, the touchscreen passed all diagnostics testing and operated without issue. The touch points were also properly aligned with the liquid crystal display (lcd).